Event description:
It was reported that after radiation therapy for lung cancer, diagnostic data was not available for device. Further investigation revealed the numerous data parity errors existed and data may not be available for up to one year. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "power on reset - power on reset parameters". Parity error count was 11. Parity errors noted on (B)(6) 2010. Trends are not visible.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.